Manufacturer narrative:
A getinge field service technician (fst) was already investigated the failure and it was found that the pin of the flow bubble sensor was pushed inside. The flow/bubble sensor will need to be replaced because of the pins in the connector. More information pending. A follow up medwatch will be submitted when further information becomes available.

Event description:
On 2026-06-15, a new information becomes available which change the complaint as reportable. The event occurred in USA. The failure was detected during 2 years maintenance. It was reported that "damaged pin of flow bubble sensor connection was detected". No harm to any person has been reported. As a bubble sensor defects could lead to a zero flow mode, a report is required. Complaint (B)(4).